Event description:
On (B)(6) 2011, patient reported that there was insulin leakage at the infusion device adapter due to the adapter not being tightened properly. No insulin spilled inside of the infusion device. The leak resolved when the adapter was tightened properly. Follow-up was completed with patient on (B)(6) 2011. The infusion device was in use when the leak was noticed, and there was no visible damage to the adapter. There has been no additional leakage since the adapter was tightened. The cartridge and infusion set were discarded and will not be returned for evaluation. The adapter was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.